Event description:
The notification received for the study indicated that during the index procedure, while attempting to treat the left side, the patient experienced a trans ischemic attack (tia). Aphasia was also noted with visual field loss on both sides. The onset was sudden. No emergent surgery was needed as the recovery was full without deficit. After the precise stent was successfully deployed, the patient experienced distal flow arrest, bradycardia and tia. The angioguard protection device was then removed and the patient's symptoms subsided. The procedure was completed with no further complications. Patient had full recovery with no residuals.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired once. They went to fire it a second time on the cystic duct and it locked in the closed position and would not release. They used another instrument to force the jaws open enough to get the clip out of the jaws of the device the device was then removed from the tissue. Once removed, there was no tissue damage. A 5mm device was used to complete the procedure. No adverse patient consequence. The handles of the device are still jammed in the closed position.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00098. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00098 study adjudication was received on 1/11/2010 which reported that the previously noted bradycardia was treated. This information makes the bradycardia reportable.

Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
The patient had a repeat carotid revascularization in the left internal carotid artery on (B) (6) 2009. Additional information will be submitted within thirty days upon receipt.

Event description:
The customer stated that the insulin pump alarmed button error, then went blank after it was exposed to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
This sapphire study patient underwent carotid artery stent implantation and during the index procedure experienced a tia, hypoperfusion and bradycardia. An additional adverse event of revascularization seven months post index procedure was reported. This is a (B) (6) male with medical history including hyperlipidemia, diabetes mellitus, and hypertension. This patient meets the high-risk criteria of age (B) (6). The patient was symptomatic at the time of the index procedure, with additional information reporting aphasia and right handed weakness. The target lesion was left internal carotid artery described as eccentric, mildly calcified, mildly tortuous and 85% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. After the stent placement, the patient developed the symptoms of aphasia and visual field loss, diagnosed as a tia. There was distal flow arrest at the target lesion and bradycardia. The angioguard was removed and all symptoms resolved without deficit. There is no documented treatment for the reported events. There was no report of injury for the patient. Patient had full recovery with no residuals. Patient¿s post procedure medications included aspirin and clopidogrel. Seven months after the index procedure, the patient had a repeat carotid revascularization of the ostial segment of the left ica. The type of revascularization procedure was indicated as balloon only. It was further indicated that the revascularization was successful. Neither device is available for analysis. (B) (4) note: (B) (4) lot number(B) (4) is cordis lot number70508510. Per (B) (4) report (B) (4): cordis corporation reported no product is expected to be returned to (B) (4) for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, (B) (4) is unable to determine the exact cause for this incident. (B) (4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 02996234. This packaging lot contained 183 units, which were shipped from (B) (4) on june 12, 2008. The history records indicate this product was final inspection tested at (B) (4) and was determined to be acceptable. (B) (4) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13459277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13459277. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, ¿if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one.¿ based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Bradycardia is a well known potential adverse event associated with the carotid stent implantation procedure. These events can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the reported events. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. Restenosis or recurrent strictures is associated with the progression of cardiovascular disease and are well known documented potential complications of this type of procedure and are listed in the IFU as such. Intimal proliferation and progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Patient factors including diabetes, hyperlipidemia and hypertension along with may have impacted the event. Procedural factors and lesion characteristics may also have influenced this event. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis. Based on the additional adverse event, an investigation was requested to ndc for and the results indicate that all stents shipped meets specified release requirements. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported events; therefore, no corrective actions will be taken at this time.